Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity; lung disease; reduced cardiopulmonary reserve heart failure; kidney failure. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity; lung disease; reduced cardiopulmonary reserve heart failure; kidney failure. No medical intervention was specified by the patient. The updated describe event or problem will be: the dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. Due to error #94, pil technician used a fluke multimeter to measure the dc voltage of the battery on the pca. The battery measured .366 volts (dc) and should be 3 volts (dc). The bt1 (3 volt battery) on the pca was faulty. When the display was powered on, the pil technician observed an unknown brown contaminate inside the display suggesting something was spilled on the device. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd (secure digital) cover flip doors, rear panel, bottom enclosure, blower motor, blower box, dc jack color insert, and the p4 power connector. The interior of the top enclosure had hairlike fibers in it. An unknown brown sticky substance on the top enclosure, accessory module and sd cover flip doors, ui panel, bottom enclosure, and the p4 power connector. Evidence of liquid spots with potential mineral deposits on the blower motor, blower box, and p4 power connector. Inv1023 addresses the issue of liquid ingress to the p4 power connector. A rust like contaminate on the bottom enclosure where the p4 power connector sits, the dc jack color insert, and the p4 power connector. The device was missing the sd card and philips pollen filter. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. During the investigation, the manufacturer observed dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, blower motor, and the blower box. The device was missing the accessory module and sd (secure digital) cover flip doors, sd card, philips pollen filter, and the 2 base screws. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.